Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller¿s black locking nut being broken was confirmed, as the returned system controller (serial number (B)(6)) was observed to have a broken black locking nut upon arrival. Although the controller¿s black locking nut was unable to be screwed onto a power source, the controller was functionally tested and fully operated as intended throughout testing, and no atypical alarms were reproduced. The provided log file contained data spanning approximately 25 days ((B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Two no external power alarms were observed on (B)(6) 2021, at 22:25 and at 22:33. Both alarms appeared to have been caused by disconnections of both power cables, and the alarms resolved when power was restored to the system. No other notable events were observed. The root cause of the observed damage to the controller was unable to be conclusively determined. The root cause of the observed no external power alarms appeared to have been disconnections of both power cables from external power. Review of the device history record for system controller, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The controller was shipped to the customer on (B)(6) 2015. The heartmate ii patient handbook (rev. F, section 2 ¿how your heart pump works¿) instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii patient handbook (rev. F, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook (rev. F, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. F, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient noticed beeping on their mobile power unit from the black cable. Upon inspection, it was noted that the black cable locking mechanism was broken. Log files captured two no external power events on (B)(6) 2021 that were from the patient simultaneously disconnecting power from both controller leads. The patient's controller was exchanged. No further alarms were noted and the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient noticed beeping on their mobile power unit from the black cable. Upon inspection, it was noted that the black cable locking mechanism was broken. Log files captured two no external power events on (B)(6) 2021 that were from the patient simultaneously disconnecting power from both controller leads. The patient's controller was exchanged. No further alarms were noted and the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.